Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿stop-inp¿ was displayed on the rotflow console during use. The customer turned off the device and after restart the device but the error message continued. The customer immediately replaced the device with another device. It was suspected that the control board is damaged. No harm to any person has been reported. Due to the reported turning off of the device during patient treatment a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure. The technician suspects that the control board is defective. However, the customer confirmed not to order any repair. Thus, the reported failure could be confirmed. The exact root cause could not be determined, however a similar complaint was investigated for the reported failure "stop-inp" in getinge life-cycle-engineering (lce). And the reported failure was caused most probably by a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. Based on these investigation results the reported failure "stop-inp" could be confirmed. The review of the non-conformities was performed on 2024-11-19 and during the period of 2019-03-06 to 2024-11-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2019-03-06. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the error message ¿stop-inp¿ was displayed on the rotflow console during use. The customer turned off the device and after restart the error message continued. The customer immediately replaced the device with another device. It was suspected that the control board is damaged. No harm to any person has been reported. Due to the reported turning off of the device during patient treatment a report is required. Complaint ID: (B)(4).